Event description:
On 03/03/97, a medical assistant at the account, splashed control reagent into her eye, while mixing the reagent vials. She was not wearing eye protection at the time, but was wearing gloves. According to the account, the controls had been opened previously and the caps were loose when the medical assistant started mixing the vials. After the event, she was referred to the employee health department. The customer had been advised of the reagent warnings and precautions located in the package insert. The employee has completed the hepatitis b antibody series. She was recently drawn for a baseline hiv and will have an hiv antibody test followed for 1 year. No report of injury.